Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation was on pulse and wanted to get it back to stimulation. It was noted the patient must have hit something because the next day it was pulsing. It was reported the patient was told how to adjust stimulation but did not know what the setting was previously.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# v098585, implanted: (B)(6) 2009, product type lead; product ID 3487a-33, lot# v116703, implanted: (B)(6) 2009, product type lead; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. (B)(4).